Event description:
A distributor reported to us that a pt in another country, was hospitalized in a dermatology dept. As it is though that the pt may have had an allergic reaction to the hc432 full face mask. The dermatologist has requested the composition of the mask. The pt initially spent three days in hospital. It is not known if the pt received any medication. After following this up, we were told that the pt still has a problem and is going back to the hospital. The materials composition was provided and the cause still not determined. The pt has stopped using the mask.

Manufacturer narrative:
The device was unavailable for investigation and no lot number was provided. Info is based on the event description provided and previous experience of similar complaints. Results: allergic facial skin reactions may occur from the seal material on the skin and is dependent on a number of factors including the pt's skin type and condition. Hygiene is also a factor with the heat and moisture between the seal and skin that can lead to irritation. Conclusion: there was no info suggesting a malfunction with the device and materials have biocompatibility testing. The seal material is made from silicone, a common choice for the sealing material on the skin. We are yet to confirm if the allergic reaction was caused by the mask. Monitoring and trending of this type of event for allergic reactions for the last 12 months worldwide gives a rate of occurrence of 74 ppm.